Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) was connected and the supply bag fell. The technical service representative (tsr) explained the alarm and assisted the hp in clearing the alarm. The hp would discard the supplies and finish with manual supply. The hp would contact the nurse regarding the alarm and being connected. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient's (hp) husband, he stated that he had moved the homechoice (hc) over which left little amount of room for the supply bag. The hp's husband had the bag too close to the edge of the table and the hp pulled on the line during sleep pulling the bag off of the table. The hp's husband clamped the line, moved the homechoice to where the bag would sit properly and called the afterhours nurse. The hp's husband took the hp to the nurse a few hours later and was given a prophylactic antibiotic for the weekend. There was no patient injury or medical intervention associated with this report.